Manufacturer narrative:
(B) (4). (B) (4). The xience v 3.5x23mm (part# 1009530-23, lot# unk), is being filed under the same medwatch MFR number. Eval summary: angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, enzyme elevation, myocardial infarction, restenosis, and EKG changes are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to a 100% visual inspection. In addition, a qc audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: myocardial infarction requiring intervention, enzyme elevation. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting in the predilated mid right coronary artery with two xience v stents. On (B) (6) 2008, the pt experienced a myocardial infarction with enzyme elevation that required revascularization via angioplasty of the target lesion. No add'l stents were implanted during the revascularization procedure. The pt was discharged on (B) (6) 2008. There was no adverse pt sequela. No add'l info was provided.